Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. The local service engineer reported that the cable was twisted and broken due to external stress which might have been caused by handling, such as transportation, storage, use, reprocessing at the user facility. Omsc surmised that it was because the phenomenon occurred. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing scope communication error e226 and abnormal endoscopic image were displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.